Event description:
Complainant alleged that during biomed testing the devices pacer output resets to zero. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnect flex cable that was properly seated. The flex cable was replaced to correct the reported malfunction. Analysis of reports of this type has not identified an increase in trend.